Manufacturer narrative:
Patient¿s identifier is unknown. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Reporter address, phone not available for reporting. The (510k): device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017 it was impossible to lock the blade with the proximal femoral nail antirotation (pfna). There was ten (10) minutes surgical delay due to reported event. There was no patient impact reported. Concomitant device reported: pfna nail (part # unknown, lot # unknown, quantity 1) this report is for one (1) pfna blade perf l90 tan this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the procedure was completed by changing the blade.

Manufacturer narrative:
DHR review completed. Manufacturing location: (B)(4). Release to warehouse date: 01.sep.2017, expiry date: 01.aug.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Our investigation has shown that received blade has some slightly scratches all over on the surface. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately, we cannot determine the exact root cause of the complained occurrence as no detailed clinical information was provided. A functional test was performed by the chu department according the actual surgical technique with the result that the article can be locked/ unlocked as required with an impactor (sample device from pd department). However, this complaint is rated as unconfirmed as no malfunction could be found on the device as it is actually, functional as required. The article 04.027.033s with lot no l546649 was manufactured in a quantity of (B)(4) pieces on september 2017. We are not aware of any quality problems or failures caused by a faulty product on the article. Also, we are not aware of any other complaint for this article- and lot number combination. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance. Corrected data: initial reporter last name, telephone. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.